Event description:
It was reported, the subject device had a leakage in the casing. There were no reports of patient harm.

Manufacturer narrative:
E1/full address: (B)(6). E2/e3: no information available for the occupation of the initial reporter or whether they are a healthcare professional. Based on the results of the investigation, and since the device was not returned for evaluation, the definitive root cause of the reported issue could not be determined. Three attempts were performed to obtain additional information, but no response was received from the distributor. Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.